Event description:
A peritoneal dialysis pt called in and reported a large drain volume. Fill 1: 2500. Drain 1: 2017. Drain 0: 3522. Fill 2: 1380. 2 manual drains totaling 6400. The reported drain volume of 6400 ml was 256% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.